Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 andd11 is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization, recurrent mitral regurgitation, and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. It was noted that the leaflets were friable. On 03/12/2018, three clips were deployed. However, two clips (80102u218, 71211u267) became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The other clip remains stable on both leaflets. Additional treatment was not performed. Three clips were implanted, reducing mr to 3. Then on 03/24/2021, it was reported that this was a second mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The patient presented with dyspnea and angina. The clip delivery system (cds) was advanced to the mitral valve, and one clip was deployed. However, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). Tissue damage was suspected. The physician stated the cause of the slda was due to friable leaflets. Additional treatment was not performed. One clip was implanted, and the mr remained at 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of challenging patient anatomy. A cause for the reported recurrent mitral regurgitation (mr), angina, and dyspnea could not be determined. The reported patient effects of recurrent mr, angina, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.